Event description:
Additional information was received that the event was resolved by reprogramming the device. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of under-sensing were noted on the device. Device reprogramming was recommended to resolve the event. No intervention has been performed at this time. The patient was stable and will continued to be monitored.